Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received that "when opening the equipment, at the beginning of the procedure, it is identified missing a long pin for fixation of the femur, notice is given to the surgical instrumentator, and to the person in charge of the surgical warehouse. The tibial impactor is fractured during the procedure. The sagital saw adapter has faults, when making contact with the cortical, the hand piece loses strength. There was no discomfort of the specialist, the surgery ended successfully.¿. This complaint involves one (1) device. The product was not returned to medtech orthopedics; however, photos were provided for review. See attachment "source file - re reporte de novedad clinica medellin sede poblado case# (B)(4)" the photo investigation revealed that ¿254401003, attune fb tibial impactor¿ has broken. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune fb tibial impactor would contribute to the complained device issue. Based on the investigation findings, attune fb tibial impactor was broken because of end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the medtech orthopedics nonconformance (nc) quality system found no nc¿s associated with this product<254401003>/lot<au71045547> combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported at the beginning of the procedure, it was identified that a long pin for fixation of the femur is missing. The tibial impactor is fractured during the procedure. The surgery was completed successfully.